Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the light kept turning on and off during the procedure. Sometimes it would disappear for just a second, and other times it would stay off for about 30 seconds. Multiple instances of the light turning off within a single case¿not separate events.